Manufacturer narrative:
Citation: kroon h.g., md et al. Clinical consequences of consecutive self-expanding transcatheter heart valve iterations. Netherlands heart journal. 2021 doi: 10.1007/s12471-021-01568-5. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolutr and evolutpro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes of consecutive self-expanding transcatheter aortic valve iterations. All data were collected from a single center between (B)(6) 2012 and (B)(6) 2018. The study population included 368 patients (predominantly male, mean age 80 years), 116 of whom were implanted with a medtronic corevalve, 160 with an evolutr and 92with an evolutpro transcatheter aortic valve. No serial numbers provided. Among all patients, no deaths were associated with a medtronic device. Among all patients, adverse events included: valve repositioning, valve-in-valve procedure, type I, ii and iii atrio-ventricular (av) block, atrial fibrillation (afib), bradycardia, left bundle branch block (lbbb), right bundle branch block (rbbb), sick sinus syndrome, unspecified electrocardiogram (ECG) changes and permanent pacemaker implant. Other adverse events included: trace to severe paravalvular leak (pvl), major vascular complications, major bleeding and cerebral vascular accident (cva). Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.